Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. The customer was treated with food. Insulin pump was damaged at the bottom and drive support cap. Customer also stated that experienced high blood glucose. Customer was corrected with manual injection an the insulin pump 10 units. Customer was declined troubleshooting for low blood glucose and no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.